Manufacturer narrative:
It was reported that the surgeon converted from a conformis custom stem and head to an off-the-shelf stem and head. The conformis stem ccd angle of 125 was too varus and created too much offset with the xl head. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon converted from a conformis custom stem and head to an off-the-shelf stem and head. The conformis stem ccd angle of 125 was too varus and created too much offset with the xl head. The surgery was completed successfully.